Event description:
Reportedly, the device appeared to work properly, and the vessels seemed to be sealed when the surgeon removed the device. However the seals did not hold right after the device was removed. The surgeon sutured the vessels. The pt had a reported 1200cc blood loss. Pt status is fine.